Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The plastic housing of the anvil side of the stapler was disengaged from the anvil. The loading unit displayed a full complement of staples. The interlock was triggered. No knife blade damage was noted. The handle was reattached to the stapler for functional testing. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open debulking procedure, the instruments did not fire. There was no staple load in the instrument. A new product was opened to resolve the issue in order to complete the case.